Event description:
The patient is a (B)(6) female, diagnosed with cholelithiasis. She was admitted to the medical center on (B)(6) 2010 for a laparoscopic cholecystectomy with intraoperative cholangiography. During the procedure, a bowel grasper was being manipulated through one of the three trocar ports when the internal trocar shaft broke completely off. The broken section of the trocar was easily visible and was successfully removed from the inside of the patient's abdomen. The trocar was inspected as well as the patient's abdomen to make sure no pieces were remaining inside the patient. There was no evidence of any pieces of the trocar remaining inside the patient. The surgeons indicated that the event did not result in any harm to the patient nor was there any negative impact on the surgery.